Manufacturer narrative:
Initially, in august of 1996, the user facility informed nellcor puritan bennett ("npb") that they had discarded the sensor involved in this report. On 1/20/97 the hosp informed npb that they did have the original sensor and cable involved in this report. On 3/17/97 npb received the sensor and cable from the user facility for evaluation. The sensor and cable were evaluated by npb and found to be operating to npb's specification. The customer's claim of readings discrepancies could not be duplicated. As stated on the previous MDR report, npb believes the issue has been resolved by providing the user facility with on-site support and educational materials. The user facility has not reported any further difficulties of this nature. Npb considers the matter to be closed. 150002-1996-150.